Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000, and that remote monitoring was disabled. A code 1003 for voltage too low for remaining capacity was also exhibited. Technical services discussed that this was a false positive explant indicator related to a software update and magnet detection during loaded measurement. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available for this device. A request was made for device save to disk data. No adverse patient effects were reported.